Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt experienced a lead break. X-rays or diagnostics have not been made available to the MFR. Revision surgery is likely. Good faith attempts for additional info have been unsuccessful to date.